Manufacturer narrative:
(B) (4). Implantable neurostimulator (B) (4). The device was functionally ok. No anomaly was found during device analysis. Extension (B) (4). Analysis revealed a short between the #0 and #3 circuits in dry conditions. An anomaly in the stranded wire in the extension boot area was discovered.

Event description:
The implantable neurostimulator and extension were returned to the manufacturer with no returned paperwork. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.